Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image and irregular color tone was damaged charge-coupled device cable caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]. 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. 4.adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, noise occurred due to the disconnection of the imaging cable, and the image did not appear. The procedure was therapeutic (laparoscopic cholecystectomy), there was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event. The device was returned and evaluated; due to damage on the charge-coupled device (ccd) unit, an image noise occurred and the image could not be seen; due to damage on the ccd unit in the endoscope connector, the color tone of the image was not proper (image is magenta or green only); and due to a cut on the ccd cable, an image noise occurred and the image could not be displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to damage on the charge-coupled device (ccd) unit, an image noise occurred, and the image could not be seen; due to damage on the ccd unit in the endoscope connector, the color tone of the image was not proper (image is magenta or green only); and due to a cut on the ccd cable, an image noise occurred and the image could not be displayed. Additional evaluation findings are as follows: the adhesive on the bending section cover had a chip, light guide (lg) was deformed, and the video connector had a crack. Scratches were also found on the following device components: bending section cover, control unit, switch button one (1), the grip, up/down plate, right/left plate, lg cover glass, lg connector, the video connector, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.